Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact cause of the annular rupture is unknown but patient factors (mild aortic valve calcification, advanced age) and/or procedural factors (device manipulation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a transfemoral tavr case the sapien 3 valve was deployed successfully. A drainage was performed as pericardial effusion increased post valve deployment, and the patient returned to ICU. Later, the vital signs became unstable and bleeding was confirmed. The chest was opened, and hemostasis was done to the myocardium. The vitals were stabilized. A few hours later, re-bleeding occurred. The chest was reopened, and a surgical aortic valve replacement was performed. The operator mentioned that an annular rupture appeared to have occurred between the non-coronary cusp (ncc) and left coronary cusp (lcc). The blood penetrated myocardium below the annulus and generated hematoma in the myocardium. The device was discarded at the hospital and will not be returned for evaluation.